Event description:
Left knee swelled up, left knee incredibly painful from the knee down leg, left knee effusion, unable to bend let knee, using cane to help her walk. Info was received in december 2005 from a female pt with a medical history of osteoarthritis and prior synvisc series in approximately december 2004 in both knees, who reported her left knee swelled up, her left knee was incredibly painful from the knee down her leg, she was unable to bend her left knee, and she was using a cane to help her walk. The pt began treatment with synvisc in november 2005. The pt received two injections of synvisc into both knees in november 2005 and december 2005. The pt stated that her left knee was fine for a couple of days after the second synvisc injection, but in 2005, it swelled up and got "incredibly" painful from the knee down her left leg. The pt added that she was unable to bend her knee, and had been using a cane to help her walk. She contacted her dr who prescribed tylenol #3, but it had not helped with the pain. The dr told the pt that she may have developed an allergic reaction to synvisc, and he intended on injecting cortisone in her left knee. As of today, her symptoms have continued. At the time of this report, the pt had not yet recovered. Additional info was received in december 2005 from the dr. The pt had a medical history of grade 4, severe osteoarthritis in both knees for "years" with joint narrowing and osteophytes, and prior effusion history. Previous treatment included nsaids and viscosupplementation (synvisc). The pt received two injections of synvisc into both knees. Effusion was not collected prior to the injections. Following the injections, the pt experienced left knee pain, swelling and effusion. The pt was treated with a cortisone injection. The dr assessed the causality as definitely related. At the time of this report, the pt was "still sore."